Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated she had not yet used the replacement product and that she would call manufacturer back.

Event description:
Consumer reported complaint for the trueplus pen needles. Complaint was initially reported by e-mail and customer was contacted via telephone. Customer stated that she experienced pain and bleeding when using the 32g pen needles. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported. Customer also reported complaint that the outer cap does not grip the needle in order to be able to twist it off. Customer stated that she did not have the box and was unable to provide lot information.

Manufacturer narrative:
Sections with additional information as of 17-jun-2024: d4: based on product returned: updated model number from ¿ndl, pen ldr tp 32g 4mm100ct 30/c s¿ to ¿pndl, 5bv tvh tp 32g 4mm100ct 30/cs¿, and added lot number ¿2i618¿, unique identifier (UDI) # ¿(B)(4)¿, and expiration date ¿31-aug-2027.¿ d9: device available for evaluation. G1: reporting contact first and last name updated from ¿(B)(6)¿. H3: device evaluated by manufacturer. H6: updated FDA¿s type and conclusions codes. H10: pen needles were returned - product evaluation in-process. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Sections with additional information as of 12-jul-2024: h3: was the device evaluated by the manufacturer; if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - unable to ship returned product to the manufacturer, due to biohazard. Returned product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.